Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted, according to the boston scientific field representative the lead was properly placed, verified by fluoroscopy and the lead simply did not work. Another lead was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. Another ra lead was successfully placed.